Event description:
It was reported that the insulin pump alarmed failed battery test after the customer had received a replacement battery cap, which did not resolve the previous battery issues he experienced. The blood glucose reading was 132 mg/dl. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected failed battery test alarm noted. The device had minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.